Event description:
Customer reported that the insulin pump returned a no delivery alarm. Customer reported that on several occasions, she has seen a large air bubble in the reservoir that caused a no delivery alarm. Blood glucose level was 307 mg/dl at the time of the call. Customer also reported that the insulin pump's battery life was shorter than normal and battery out limits had been returned. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.